Manufacturer narrative:
Date of report: 24dec2018. Date received by manufacturer: 21 dec2018. The speaker assembly was returned to fi (failure investigation) lab for evaluation. Visual inspection of the speaker assembly revealed evidence of coils broken off and wires holder split apart. Due the condition the speaker assembly was returned could not determine the 1102 error code. No further testing is required on the speaker assembly.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09oct2018. The manufacturer¿s field service engineer (fse) confirmed the reported issue and replaced the defective speaker to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported unit has an error code "check vent 1102" with error code "5021" which indicates the primary speaker.the device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.